Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cranial resection surgery, the drill bit was broken while using an mr8. It was found out the next day, during an MRI scan, that there was a tool fragment inside the patient. On september 5, a revision surgery was performed to remove the fragment. It was also added that there was no adverse effect on the patient and the damaged drill bit was discarded.